Event description:
It was reported that while setting up for a laparoscopic cholectomy, error code 1 occurred. The genrator was replaced and the case was completed without any consequence. One unit is being returned for repair.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require: rotational cable and fastening material were replaced. After servicing and upgrades, the unit passed all qa functional testing. The device history record has been reviewed via the database. The unit has passed all previous qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.